Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that the device was returned partially deployed without the plunger, anterior needle tip and suture. The anterior cuff had detached from the needle tip, one of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The posterior cuff with a portion of the rail suture remained in the foot pocket. The posterior cuff not ejecting from the cuff during needle deployment, created a miss condition as evidenced by the posterior cuff remaining in the foot pocket. The suture mostly likely was broken post procedure as the suture was removed from the device, because the needle tip and cuff were not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. A proxy plunger was inserted to test the needle trajectory and the results were acceptable. The needle trajectory of each device is inspected during manufacturing. A cuff-miss or partial deployment in this case can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the investigation findings, the posterior cuff miss experienced during the procedure appear to be related to the operational context. There does not appear to be any indications of a product quality deficiency. A review of the lot history records did not reveal any nonconforming material records associated with this lot. No manufacturing or quality inspection deficiency was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the device was deployed and the plunger was removed no sutures were attached to the needles. A second proglide was used with the same results. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.